Event description:
The zeta 3.0 x 18 mm ws direct stented (contrary to IFU) at the lesion. The result showed a dissection below the distal part of the implanted stent. Another stent was used to treat the dissection.